Event description:
Baxter japan reports that there was a leak between the spike of a transfer set and a spike port. The set had been in use for 200 days. There was no pt injury or medical intervention associated with this incident according to the international affiliate.